Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of excessive no delivery alarms from the insulin pump. The patient's blood glucose of the time was unknown. The customer stated that he received no delivery alarm and when he put the plunger and rod back on, nothing came out. The customer stated that he is in the hospital due to the reservoir. Customer was unable to troubleshoot during time of call. The insulin pump was not returned for analysis.